Event description:
It was reported that the patient experienced pocket stimulation. Atrial lead polarity had switched to unipolar, with declining impedance noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58 implantable pacing lead, (B)(6) 2002. (B)(4).